Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 400 mg/dl, 250 mg/dl, and 250 mg/dl at the time of incident and the current blood glucose level was 181 mg/dl. The customer was assisted with troubleshooting. The customer was treated with food. The customer declined troubleshooting for the high because they attributed it to food. The device will not be returned for analysis.